Event description:
Info received indicates the left siderail latch bolt was missing preventing the siderail from latching.

Manufacturer narrative:
The tech installed a new siderail latch bolt to repair the stretcher.